Event description:
A customer observed false negative vitros benz result on one pt sample while using the vitros 5, 1 fs chemistry system. The magnitude and direction of the false negative vitros benz result observed may lead to inappropriate physician action. The original affected result was reported to the clinician, and a corrected report was later issued. There was no report of harm to the pt as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event concluded that a false negative benz result occurred. The most likely cause if a combination of a known limitation of the vitros benz reagent related to low cross reactivity with lorazepam glucuronide and use error in the interpretation of a vitros benz result. Confirmatory testing concludes that the vitros benz method identified a benzodiazepine compound at a much lower concentration than gc/ms. The intended use section of the vitros benz IFU states that the vitros chemistry product benz assay is intended for use by professional laboratory personnel. It provided only a preliminary test result. A more specific alternative chemical method must be used to confirm a result obtained with vitros benz assay. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. Clinical consideration and professional judgement should be applied to any drug-of-abuse test result. No malfunction of the vitros benz reagent occurred. There was no allegation of pt harm as a result of this event.